Event description:
The MFR rec'd info alleging a ventilator would not cycle or trigger any breaths. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of the estimate.